Manufacturer narrative:
The customer reported that their core unit is periodically fluctuating the spo2 readings. The unit shows a deep desaturation that does not represent the patients true condition. To demonstrate this, they have simultaneously connected a separate spo2 transport monitor to the patient in question, which is reflecting appropriate values. No harm or injury was reported. Additional model information: concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor - model: bsm-1753a, sn: (B)(4).

Event description:
The customer reported that their core unit is periodically fluctuating the spo2 readings. The unit shows a deep desaturation that does not represent the patients true condition.